Manufacturer narrative:
As reported, this (B)(6) y/o patient presented with left knee pain. Initial date of surgery is unknown. A poly exchange due to knee soreness, laxed ligaments, and patella soreness was performed. Size 2 ps 9mm. Patella and poly exchange. Patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Event description:
As reported, this (B)(6) y/o patient presented with left knee pain. Initial date of surgery is unknown. A poly exchange due to knee soreness, laxed ligaments, and patella soreness was performed. Size 2 ps 9mm. Patella and poly exchange. Patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by the hospital.